Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during a bolus.

Manufacturer narrative:
The pod was received fully deployed. During the investigation fluid was observed to be leaking from the unexposed portion of the soft cannula. Due to the internal leak, corrosion was observed on the on the pcb, bottom battery, and the mechanism rails. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s921usqs4axl2 cloud - smartphone hardware sm-s921u cloud - cgm sensor type g6.